Event description:
Customer reported via phone call that they have a no delivery alarm and a motor error alarm. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The insulin pump functioned properly. The motor passed the motor test. No motor error alarm was noted. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.